Manufacturer narrative:
One device was received for evaluation. Visual inspection found both tamper seals to be broken, a chipped top case, cracked bottom and plunger case, damaged gasket, and fluid ingression on the main board and interconnect board. The devices event history log was reviewed, found? Configuration required? In the log. To conduct functional testing the device was powered up. Upon review, the device was unable to perform an occlusion test due to no configuration being installed. The occlusion error was unable to be duplicated. Additionally, the device was unable to connect to the network via ethernet. It was determined the root cause was normal wear of the motor assembly as the parts are 11 years old. The interconnect board was inoperable as a result of fluid ingression from customer. The motor mount, worm gear, worm coupling, lead screw, both clutch halves, and interconnect board were replaced, and standard configuration was installed. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed occlusion, had a system failure: configuration required, missing ip address. No patient injury reported.